Event description:
It was reported an access port was placed initially without incident for an unknown therapy treatment. The pt returned one week following placement with pain in the location of the bicep area. Fluoroscopic examination revealed a leak in the distal portion of the catheter under the skin site and damage to the bicep muscle. The catheter and port were removed from the pt as a unit via the proximal end and another port was successfully placed. The damaged bicep muscle was repaired with a skin graft. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Follow up could not confirm if this port has been accessed regularly or what treatment it was being used for. Co believes initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.